Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the key is faulty. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was confirmed that the key did not operate correctly. The customer declined repair or replacement of the key. The device remains at the customer site and no further evaluation is warranted at this time.